Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning and redness. The patient was taken to the dermatologist. The reaction was treated with a prescription of topic bepanthen and prednicarb ointment. The patient was diagnosed with allergic contact dermatitis by professional testing and eczema. Photos of the skin reaction were reviewed, there are multiple discrete erythematous papules present on the posterior aspect of the upper arm. The lesions appear scattered, with some exhibiting mild central scaling and superficial excoriation. One larger, irregularly shaped erythematous plaque was noted, with associated dryness and flaking, suggestive of localized skin irritation. There is no visible drainage, ulceration, or signs of active infection. Surrounding skin appears intact with mild background erythema. No evidence of significant swelling, blistering, or necrosis is observed. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.